Event description:
It was reported that during normal follow-up, stored episodes of oversensing noise on the rv channel were observed. The patient received inappropriate atp therapy. Oversensing of myopotentials, or emi is suspected. Further evaluation and programming changes were recommended. No further information is available.

Event description:
New information received indicated that programming changes were made. Further noise was seen again few months later when patient was admitted in the hospital for sustained vt out of therapy zone. The device was reprogrammed, and no further oversensing issue was observed. The patient is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.